Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. G2: foreign: france.

Event description:
It was reported that on an unknown date during an unknown time, the product was received damaged. Black debris was found in the device packaging. There was no reported patient harm or delay. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a3, b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. The device was returned sealed in the tray. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. The battery pack found the outside was warped. On the interior, the terminals were pushed out of place from the force of the expulsion. Batteries were in the correct orientation inside the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Event description:
It was reported that upon receipt, the product was received damaged. Black debris was found in the device packaging. There was no reported patient harm or delay. Due diligence is complete for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device was not returned. A picture was provided that showed black debris throughout the tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.